Event description:
It was reported to philips the device failed the operational check. There was no patient involvement.

Manufacturer narrative:
The processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder pins had become detached (lifted) from the pca causing open circuits and a failed op check. Restoring those connections returned the device to 100% and a passing op check. This was a malfunction of the processor pca. The root cause was solder pins had become detached (lifted) from the pca causing open circuits. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.